Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, foreign material was found on the lens. The iol was replaced and there was no patient harm. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The optic has multiple small nick/chips with lens material missing. The optic has small pieces of lens material and loose foreign material dried on the anterior and posterior sides of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the observed foreign material. The presence of solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution and the condition of the returned sample, we cannot verify the particulate was present when opened. The origin is unknown. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).